Manufacturer narrative:
A complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The measured helix extension length was within specification. The reported events of failure to capture and failure to sense were not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during follow up in clinic, no capture and no sensing were noted on the right atrial (ra) lead. X-ray was performed and revealed ra lead had dislodged into the ventricle. The physician elected to explant the ra lead and replace it with a new lead. The patient was discharged from the hospital after the procedure.